Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor was bubbled. Functional testing confirmed the reported issue and the downstream occlusion sensor seal was replaced. Service history review identified the complaint was related to a previous service of the device within the review period.

Event description:
It was reported that the pump had downstream occlusion sensor seal degradation. Per reporter there was no patient involvement.